Event description:
Caller reported a cgm error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the caller was provided with information for a pump reset and was guided through the process. Following the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.